Manufacturer narrative:
Concomitant medical products: product ID 229047 analyzer.

Event description:
The programmer was returned for repair and calibration.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; programmer was able to interrogate wireless and non-wireless devices. Programmer passed functional and systems tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to establish telemetry at a device check. The programmer head was replaced; however, the issue was not resolved. Another programmer was used successfully with the initial programmer head and the interrogation was performed. The programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.